Event description:
It was reported that the patient's spacer had migrated after picking up their grandchild. The patient started to experience an increase in their pain. X rays showed that the spacer moved of the spinous process. The patient underwent a revision procedure where the spacer was repositioned.

Manufacturer narrative:
A product labeling review identified that the device was used per the directions for use (dfu)/product label. Additionally, loosening, fatigue, deformation, breakage or disassembly of the implant, which may require another operation to remove the implant is noted within the dfu as a potential complication associated with the use of the device. H6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention.

Event description:
It was reported that the patient's spacer had migrated after picking up their grandchild. The patient started to experience an increase in their pain. X rays showed that the spacer moved of the spinous process. The patient underwent a revision procedure where the spacer was repositioned.